Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the coronary artery. A 185cm kinetix guide wire was advanced towards the target lesion. Upon introduction of the wire, approximately 2-3cm of the distal portion fractured and the detached segment was left inside the coronary artery. The detached segment was unretrievable and the wire has been stented against the arterial wall to prevent further migration. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).